Event description:
It was reported that the procedure was treating a non-tortuous, non-calcified, 85% stenosed, de novo lesion in the proximal left anterior descending coronary artery. During use of the 2.75x38mm xience prime, a distal edge dissection occurred. The dissection was treated with a 2.5x12mm xience v stent. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.